Manufacturer narrative:
Concomitant medical products: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative reported that during the procedure they encountered a problem with the lead. The third electrode from the tip of the white sided lead kept coming up as red x¿ed in connectivity and greater than 40,000 in impedance. They switched the lead to the other slot in the 97725 and same thing happened, so that ruled out the wens as the issue. They had also taken the extension off and tested just the lead same thing, so the lead was the problem. New paddle lead worked great and the issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 12-oct-2025, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.